Manufacturer narrative:
Result: wrong footboard installed to bed.

Event description:
It was reported by service report that the beds would not alarm. No pt involvement or adverse consequences were reported.